Manufacturer narrative:
The system was serviced in the field. The system failed mechanical inspection due to the image acquisition system (ias) not extending in the x-axis. They replaced the bellows slides. The cover was replaced, and verified the system functions as intended. Other relevant device(s) are: bi71000209 slide bellows igus, serial/lot #: none, if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside a procedure. It was reported that the gantry would not extend due to x-stage cover. No patient was present.